Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the us product. The product is available for analysis. Additional info will be submitted within 30 days upon receipt.

Event description:
It was reported by the hosp that the physician was unable to get negative pressure during preparation of the stent. The stent was never used in the pt. Additional info received indicated that the hub was cracked. The contrast used was visipaque 320 from ge.